Manufacturer narrative:
The lot number and sku is not known so no UDI information is known. The DHR review and trend analysis could not be performed due to lack of information. No additional information could be obtained as we were unable to contact the end user. A causation between the hollister catheter usage and the end user's possible uti could not be established. The exact type of reported complication the end user experienced with the hollister catheter was not provided. Confirmation of a diagnosed uti could not be obtained by hollister.

Event description:
It was reported through a customer survey that a patient in the UK switched off of their hollister vapro or vapro plus catheter due to experiencing complications, i.e. Utis.

Manufacturer narrative:
Pro code corrected.